Event description:
I had the essure implant procedure in (B)(6) 2012. Since that time, I have experienced numerous complications including: long term, post surgery projectile bleeding, one year of irregular periods, loss of period, discharge of old blood, persistent pain in ovaries, increased acne/cysts, increased pain during ovulation, recurring bacterial vaginosis/pid. #medwatcher #mw156157.